Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleged his onetouch ultralink meter was missing results. The medical surveillance specialist (mss) was unable to contact the patient for a follow up call. This complaint was classified using the customer care advocate (cca) documentation. The patient reported, the alleged issue first started on (B)(6) 2011 at 3:16am. The patient reported using novolog insulin pump therapy to manage his diabetes. The patient reported on (B)(6) 2011 at 6:30pm, he took his usual dose of medication, novolog insulin 2.5 units. The patient reported 2 hours after the alleged issue started, he developed symptoms of "dizzy, nauseated and blurred vision." The patient denied receiving any medical treatment for an acute complication of diabetes. During the time of troubleshooting, the cca was able to determine this was not the first time the meter had been used. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. Based on the provided information at this time, it is unclear how the missing results issue can lead to the patient's symptoms since missing results from the meter memory does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because, the patient allegedly developed symptoms suggestive of hyperglycemia after the missing results issue occurred.